Manufacturer narrative:
Returned device was received in good physical condition but it was missing the downstream occlusion sensor seal. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy was confirmed. The issue was found to be with a faulty expulsor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was over infusing. There was no patient present at the time of the event. There were no reported adverse events.